Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced blank display and failed battery test. The customer's blood glucose value was 200 mg/dl. The customer reported neither compartment nor spring are damaged or corroded. The customer changed the battery and received failed battery test. The product was not returned for analysis.